Manufacturer narrative:
The insulin pump was monitored for several days and was received with intermittent button response due to corroded keypad traces. The insulin pump did not have a button error alarm during testing and passed the self test. The insulin pump was received with all operating currents within specifications and passed the a 21 error test and displacement test. There were no unexpected battery out limit alarm anomalies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump kept alarming battery out limit. Customer's blood glucose level was 5.8 mg/dl. They were unable to clear the alarm. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.